Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of introducers not penetrating the skin without bending is confirmed. Three 5.0 fr microintroducers were returned for evaluation. An initial visual observation showed blood use residues on all three of the returned devices. Sample one had a kink towards the distal end of the gray sheath, sample two had two kinks along the gray microintroducer sheath, and sample three had a slight bend throughout the entire device. A microscopic observation revealed sample one to have a longitudinally aligned split on the distal end of the gray sheath that appears to be manufacturing related. Samples two and three had no splits in the gray sheaths and no obvious deformation to the distal ends of the devices. Samples two and three had smooth transitions from the distal end of the gray sheath to the introducer. The smooth transitions of the microintroducer sheaths for samples two and three are within manufacturing specifications. The complaint of the microintroducers not penetrating the skin well is confirmed. Potential failure modes for microintroducers could be the angle of penetration into the skin dependent on the subcutaneous thickness of the patient¿s skin. Angles that are too sharp could cause difficulty during insertion. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "introducer will not penetrate skin without bending or breaking." Clinician opened a new insertion kit. No other information was provided. 05/16/2023 - two introducers were returned for evaluation and both exhibited kinks. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regw2650 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "introducer will not penetrate skin without bending or breaking." Clinician opened a new insertion kit. No other information was provided.